Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head came off...not stuck on at the bottom - oral-b [device breakage] started to make a really loud noise - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the oral-b toothbrush started to make a really loud noise and the oral-b toothbrush head came off/would not stick on at the bottom of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head came off...not stuck on at the bottom - oral-b [device breakage] started to make a really loud noise - oral-b [device physical property issue] . Case narrative: consumer via phone stated that the oral-b toothbrush started to make a really loud noise and the oral-b toothbrush head came off/would not stick on at the bottom of the oral-b toothbrush. No injury was reported. (B)(6) 2024 case update: the suspect product lot was a3157 17:45. No injury was reported. (B)(6) 2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3758 ioseries9 m9. The concomitant product was confirmed to be oral-b power oral care refills io series. No injury was reported.